Manufacturer narrative:
(B)(4). Attempt is being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported that the patient underwent a ligasure hemorrhoidectomy procedure on unknown date between 2005 and 2009 and the suture was used for the suture ligation of the hemorrhoidal pedicle just above the "seal area" of the excised complex. Follow-up examinations were conducted one, three, and six weeks after surgery. The patient possibly experienced delayed postoperative hemorrhage and underwent suture ligation of bleeding site or required hospitalization. There was no need for blood transfusion. Additional information has been requested.